Event description:
At the end of the surgical procedure, the surgeon was closing umbilical robotic lap site with suture (coated vicryl) when the needle part of the suture broke into two pieces. Both pieces of the needle were retrieved and discarded. There was no harm to the patient. Another needle was used to suture the site. Broken needle was discarded.